Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73d2100944 was manufactured on 04/30/2021 a total of 15,000 pieces. Lot was released on 05/21/2021. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples appear misaligned and the trigger was partially engaged. The stapler was returned with 22 staples left in the cover block indicating that at least 13 staples were fired by the end user. The sample appears used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was unable to form properly. This was repeated with the same result for the next staple. The third staple, however, was able to properly form and release from the device. The next three staples were also able to fire properly. To simulate skin insertion, staples were fired into a simulated skin pad. The next 13 staples were successfully applied to the simulated skin pad. However, no more staples fired after that since the final 3 staples in the device became slightly misaligned. In total, only 17 out of 22 staples fired properly. The misalignment of the staples prevented the staples from consistently forming properly. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. A nonconformance was previously opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what prevented the staples from consistently forming when fired. A nonconformance was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, staples were unable to properly form on a consistent basis when fired. The sample was disassembled and no other defects or anomalies were observed. The misalignment of the staples prevented the staples from consistently forming properly. A nonconformance was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
(B)(6) 2021, staples of two consecutive remover were found jamming during using on the patient. The doctor said it was probably due to the thin skin layer at the suture site.

Event description:
(B)(6) 2021, staples of two consecutive remover were found jamming during using on the patient. The doctor said it was probably due to the thin skin layer at the suture site.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.